Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
A reporter/layperson alleged that the pt/layperson (reporter's daughter) developed frequent urination and ketones because she was unable to test due to a power issue with the meter. Because the reporter's phone has been disconnected, medical affairs is unable to speak with her. The reporter provided following info during her call to customer service. The pt's sister reportedly spilled hand lotion on the meter. The reporter attributed the power issue to this accident. Whether this is the same meter that was replaced by customer service a year earlier due to the same issue (lotion on the meter) is not known. In 2007, the pt obtained a result of "hi" on a back-up non-lifescan meter. She injected 12 units of novolog, apparently an increased dose. No other intervention was obtained. It is unknown whether the pt had been testing daily with the backup meter. The complaint is reported as an adverse event due to the alleged inability to test because of a power issue and the pt reportedly developing frequent urination.